Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after implant duration of approximately 27 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
On 08/05/2009 (through follow-up with the health-care provider via fax), a response and operative note for 2007 was received; however, the cause of death was not provided, nor, could it be learned from the information provided.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.